Event description:
It was reported that when patient presented remotely via merlin.net transmission, episodes of ventricular tachycardia were observed. Patient received inappropriate shocks. Upon review of the episodes, it was observed that the initial diagnosis was supraventricular tachycardia however was then diagnosed as ventricular tachycardia. Programming changes were made. Patient was stable with no adverse effects.